Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, surgical intervention was performed, and a hole was found in the reservoir. The reservoir was replaced with a new component, but the original reservoir remained implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Microscopic examination found both cylinders had folds in the proximal, middle, and distal cylinder bodies. One of the cylinders had a hole in the middle resulting in a fluid leak consistent with sharp instrument damage. In this cylinder, a bulge was present when inflated with air. Both cylinders and the pump had kink resistant tubing (krt) that was worn to the filament. The pump was microscopically examined, and the pump bulb was worn from wear against the pump strain relief krt junction. The pump passed the leak test. Based on the available information, the bulge could affect the product functionality.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, surgical intervention was performed, and a hole was found in the reservoir. The reservoir was replaced with a new component, but the original reservoir remained implanted. There were no patient complications reported.